Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Analysis also found a sliver of foreign material inside the inner cover of the pump. The analysis interrogation print report indicated the patient received baclofen (2000.0mcg/ml, 1003.0mcg/day; flex dosing, basal rate of 40.1mcg/hr). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-25 information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at a dose of 1000 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, the patient had return of symptoms and withdrawal symptoms. A pump alarm was occurring for a motor stall and stopped pump period may exceed tube set. The patient was in the hospital and given oral baclofen. The pump was replaced on (B)(6) 2016. The patient was ok and the therapy was effective.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.